Manufacturer narrative:
Siemens healineers completed the investigation of the reported issue. As previously reported, an MRI technician sustained an abdominal injury during this event and had to have an emergency surgery performed to save their life. As per the additional information from (B)(6) 2023 the injured MRI technician is still in the ICU. We have requested an update on the current health status of the injured MRI technician and received a reply. It was detailed that severe injuries were multiple minor fractures and internal organ injury. The technician has been discharged from the hospital and has been recovering well in their own residence. The hospital did not disclose details of the treatment. This incident was not related to a malfunction of the device. A ferromagnetic oxygen tank was taken into the magnet room and was attracted to the magnet. We assessed the complained event and concluded that the cause of this event was the introduction of ferromagnetic pieces into the mr examination room and therefore a user error. Due to the strong magnetic field, special safety measures have to be adhered to in order to prevent injuries. Therefore, the corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions.furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room).

Event description:
It was reported to siemens that a serious injury occurred during a patient examination on (B)(6) 2023. The MRI technician sustained a serious injury due to an oxygen cylinder becoming stuck to the magnet of the magnetom verio system.the MRI technician sustained a severe abdominal injury during this event and had to undergo life-saving emergency surgery to treat the injury. As of march 13, 2023, siemens has received additional information stating the injured MRI technician is still in the facility's intensive care unit. The patient present during the event on (B)(6) 2023 was not injured.

Manufacturer narrative:
Siemens has initiated a detailed investigation of the reported event. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.